Event description:
The customer's parent called and reported the insulin pump would not prime while changing the infusion set. The numbers on the screen were not coming up. The customer's blood glucose at time of the incident was 150 mg/dl. They were unable to exit the preparing to prime loop. It was advised that the customer discontinue use of the device and revert to a back-up plan. It was further advised the insulin pump would be replaced and it was agreed upon that the product be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test and was unable to prime during the prime test due to a protruded and loose drive support disk. The insulin pump was also received with minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.